Manufacturer narrative:
Upon review of the alarm trace, cell blank out of limits, abnormal probe aspiration, and reagent short alarms occurred. The patient sample appeared to be highly lipemic. Precision studies were performed and were ok. A general problem with the reagent could be ruled out as calibration and controls were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas 4000 c (311) stand alone system. An incorrect result was reported outside of the laboratory and the result was challenged by the patient. The sample initially resulted with a creatinine value of 8.25 mg/dl. The sample was repeated, resulting with a value of 0.94 mg/dl. The creatinine reagent lot number was 455884, with an expiration date of 30-sep-2021.